Event description:
Per the clinic, the patient experienced lack of osseointegration (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.